Event description:
The customer reported basin overflow. The unit was overflowing a mixture of water and cidex opa. Also, the printer was damaged. There were no physical complaints related to the leak. The asp field svc engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
(Other, solution spill) - other, capital equipment, evaluated at customer site. The fse was unable to determine cause of flooding. The fse replaced the printer as it was also reported to be damaged. The fse ran several test cycles. The system meets specs. Upon follow up with the fse, the fse reported that the flooding was not duplicated and he did not replace any part to address the reported flooding. The flooding has not occurred since. Other, the fse could not duplicate the flooding.